Event description:
Facility reported overinfusion of heparin. Night nurse hung new bag of heparin 25,000 u/250 ml at midnight, to infuse at 12 ml/hr. Noted bag was still 3/4 full when checked at 6:45 am. Day shift nurse found bag empty at 9:30 am. Pt had slightly elevated ptt, so infusion was stopped for unk interval and then restarted. No bleeding or other harm to the pt was reported. Pt has since been discharged. Event logs rec'd and f/u report will be filed when investigation is completed.